Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance. The physician reported a history of sporadic high and low shock impedance measurements. All other measurements are within normal range. Attempts to obtain out of range shock impedance measurements, have been unsuccessful. The device remains implanted. No adverse patient effects were reported. Additional information was received that the high, out of range shock impedance measurements, greater than 200 ohms on the right ventricular (rv) channel. Evidence of low, (within range) pacing impedance, noise and inappropriate atr episodes on the right atrial (ra) channel. A technical service (ts) consultant reviewed device data, and provided recommendations for additional testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.